Event description:
During service, the baxter repair technician found several battery alarms in the event history. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. This issue is currently being investigated.